Event description:
It was reported that, approximately 1 year prior to surgery, the surgeon was removing fluid from the knee which started after he moved the knee cap arthroscopically. The right knee is very swollen and there is bloody fluid since very shortly after the surgery. The surgeon removed 25cc of the bloody fluid which was negative. She still has pain and numbness on the right side of the knee down to the calf. The surgeon cannot diagnose why her knee keeps swelling, filling with fluid and hot to the touch. The rheumatologist stated that the knee is very hot and he has not seen this before. After a large dose of prednisone the swelling did not decrease. The rheumatologist stated that she may be allergic to the metal of the implant. Her implant surgeon scheduled a follow up visit for (B)(6) 2012. The pt does not want to wait that long for relief from this pain so she is seeking a second opinion.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report. Catalog number and lot code of other device listed in this report: cat # 5520-b-200, lot # s6rdd description: triathlon-prim tib baseplate cemented #2. It cannot be determined which, if any of these devices may have caused or contributed to the pt's adverse reaction.